Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer therefore the cause of the event cannot be determined.

Event description:
It was reported that on : (B)(6) 2002 , the patient presented with discogenic back pain and lumbar radiculopathy. Per the medical records, patient underwent anterior lumbar interbody fusion at l5-s1 .the patient did very well post-operatively . The patient complained for some muscular back pain. She was discharged with proper discharge instruction. As per the op notes, the left paramedian incision was made. The l5- s1 interspace was identified and fluoroscopy unit was brought in , and the midline was identified for anterior longitudinal ligament discectomy to be performed. Lordotic interbody implanted in the patient along with the bmp .